Event description:
Patient underwent robotic internal mammary takedown. Da vinci balloon port was placed in the patient's right anterior chest wall to facilitate port to introduce robotic instrumentation for internal mammary artery (ima) takedown. After successful completion of harvest, port was removed. At this point, request was made to the anesthesiologist to inflate the lung. The bedside md assistant placed his finger in the incision site where the port was to feel the lung inflation and he noted a hard object with the chest wall. He retreived the object and the tip of the da vinci balloon port (approx. 1/2 inch) was retreived. When the balloon port was inspected by the surgical team, it was then noted that a circumfrential 1/2 inch length of the port broke off. Both edges were examined and a "clean break" was noted with no rough edges. Procedure completed in normal fashion.